Manufacturer narrative:
The pump is available for return. This is one of two related reports. This report represents the impella cp and another report was submitted to represent the impella 5.5. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted into the right femoral artery in a 80-year-old female patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in society for cardiovascular angiography & interventions (scai) d shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was distal limb ischemia with lost pulses in the right lower extremity (rle). In addition, there was bleeding at the impella groin site. It was noted that the patient was on a heparin drip. The impella cp was removed with an escalation of therapy to an impella cp via right axillary/subclavian artery. While on support, the device functioned at p-7 at 3.2l/min as intended with d5w sodium bicarbonate in the purge solution. Limb ischemia can be attributed to large bore-access cannulas and/or vasopressor support which can cause peripheral vasoconstriction. Bleeding can be attributed to the systemic heparin drip.